Event description:
An optometrist reported a patient with blurry vision and dry eye at lasik post-operative visit. Add'l info has been requested. This report references the left eye. An add'l report will be filed for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).